Event description:
It was reported the device exhibited error code 45639. Patient involvement is unknown.

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a corroded battery compartment and door, scratched lens, bent latch handle, and a bubbled dso seal. There was no evidence to review in the device's event history log. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that the faulty pwa board was the root cause and replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.